Event description:
Philips received a complaint on the v60 ventilator indicating that the device was not able to stay in standby mode. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. It was stated "it was observed that when pressing the standby in a state of the part beyond the circuit¿s exhalation port being detached, the device switched to standby for a moment, however, it immediately resumes from standby". On 02 dec 2025, an authorized service provider (asp) evaluated the device and observed that the device was unable to remain in standby mode, instead switching back to treatment when standby was selected. The asp replaced the oxygen solenoid valve. Following the part replacement, the asp completed a cleaning, running test, and functional test to confirm the issue was resolved. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E: (B)(6).